Manufacturer narrative:
A philips remote applications specialist (ras) spoke with the biomed who requested a root cause analysis for the gaps in data. The gaps were in the wave review for bed 4b08 from approximately 09:00pm until when the patient expired. The ras reviewed the wave review and noted a no data monitor inop. The biomed was unable to confirm if the bedside monitor lost communication to the pic ix at the time of the gaps, or if the patient was being moved or otherwise disconnected. The ras remotely accessed the customer system and noted ECG leads off inops. The cause of the lost communication is unknown. However if communication is lost, the bedside will issue a no central monitoring inop when the loss of communication is detected. In a separate report of this issue, the customer indicated that the patient was being monitored at all times during this incident. A philips field service engineer (fse) was dispatched to assist the biomed onsite. Upon arrival, the fse determined that the software required upgrade to b.02.18 for the database server and physio server. There was no product malfunction; this is considered clinical application support. The ras provided information to the customer to explain the possible cause of the data gaps.

Event description:
The customer biomedical engineer (biomed) reported that a patient expired, and while a nurse was trying to review data on the patient, they noted there was no consistent data available at their philips information center ix (pic ix). The device was in use at time of event, a patient died.

Event description:
The customer biomedical engineer (biomed) reported that a patient expired, and while a nurse was trying to review data on the patient, they noted there was no consistent data available at their philips information center ix (pic ix). The device was in use at time of event, a patient died.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.